Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo was supplied provided by the complainant. The photo confirmed the complainant¿s experience of a broken bag. Based on the description provided by the complainant, it is likely that the bag broke when it came into contact with the scissors. It is also likely that the bag broke because the extraction site was not properly sized for the specimen that was removed. The instructions for use (IFU) states that "if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." However, in the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed- laparoscopic chole. Bag broke. After retrieving specimen surgeon tried to remove specimens through the umbilical incision. There was a significant amount of tension placed on bag as the specimen was too large to fit through the incision. Scissors were used to try break up the bag, it is unknown if the scissors came into contact with sides of bag. As a result of tension the bag tore. All of the bag and contents were retrieved. Patient status- patient did not occur injury. Type of intervention- unknown.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed.

Event description:
Procedure performed- laparoscopic chole. Bag broke. After retrieving specimen surgeon tried to remove specimens through the umbilical incision. There was a significant amount of tension placed on bag as the specimen was too large to fit through the incision. Scissors were used to try break up the bag, it is unknown if the scissors came into contact with sides of bag. As a result of tension the bag tore. All of the bag and contents were retrieved. Patient status- patient did not occur injury. Type of intervention- unknown.